Manufacturer narrative:
E1 (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed, indicating that the tidal volume was too high. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The v60 device was replaced without impact to the patient.

Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service personnel (asp), it was stated that the customer had used a third-party service to repair the device. The asp stated that the hospital did not provide further information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.